Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous proximal and mid left anterior descending (lad) artery. The physician attempted to predilate the lesion with another manufacturer's 6mm x 1.5mm balloon. The balloon was inflated "several times". Ultrasound (ivus) performed with the atlantis sr pro2 imaging catheter, however, the ivus image "disappeared". The physician switched to the quantum maverick monorail 8mm x 3.25mm balloon catheter. After an unspecified number of inflations to 10atms, the balloon ruptured. The procedure was successfully completed using another manufacturer's 2.5mm x 13mm balloon. No post procedure complications were noted and the pt status was reported as "good".